Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was severely worn. The manufacturing history was reviewed, with no irregularities noted. The device was used, so the phenomenon in which the pad was separated before the use could not be confirmed. Omsc could not conclusively determine the root cause of the phenomenon before the use. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a respiratory surgery, the subject device was used. It was reported that the tissue pad of the device was separated after a few minutes of use. The procedure was completed with another sonicbeat. There was no patient injury reported. As a result of evaluation of omsc, omsc confirmed that the tissue pad was severely worn. It was not reported that the fragment of the pad fell into the patient. The user commented that the pad of the device was partially separated before use.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".